Manufacturer narrative:
Revision surgery was planned for pt with a unicondylar knee implant following reports of pain. The surgeon reported that, during surgery, he observed the tibial poly insert to be disassembled from the tibial tray. The surgeon used cement to fixate the poly insert to the tibial tray. The tibial tray and femoral component were reported to be well fixed and the implant system was left in place. Review of the device history record indicates that implants were designed and mfg to spec.

Event description:
Surgical intervention occurred for pt with a unicondylar knee implant following reports of pain.